Manufacturer narrative:
The customer requested cancellation of the service call as their bio-medical personnel repaired the pins. Advised that the system is working as intended. Service call cancelled.

Event description:
It was reported that the connector on the 9600 emi has bent pins. There was no report of patient injury.